Event description:
It was reported that during the six-week post-operative check, chest x-ray showed that the right ventricular (rv) lead tip had dislodged and was situated in the right atrium or around the tricuspid valve. It was noted that the x-ray showed the helix was extended from initial implant. The lead was explanted and replaced. The patient was enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).